Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered ten inappropriate electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Reasonable evidence suggests therapy was exhausted and/or the shocks were delivered outside of isolated episodes as the maximum number of shocks per episode for this device is eight. Additional information from the field representative indicates that there was no actions taken for this device. Reportedly, the patient did not take the prescribed medications. The device remains in service. No additional adverse patient effects.